Event description:
On (B)(6) 2010, the patient reported, she sees condensation inside the cartridge chamber of her insulin infusion device. She was instructed to disconnect her tubing from her headset and remove the cartridge from her device. She did so and stated, the cartridge did not appear to be leaking and there was no smell of insulin. She stated, she last changed the cartridge on (B)(6) 2010, and the insulin was cold when she placed the cartridge into her infusion device. She was advised to use room temperature insulin. The patient was advised to switch to her backup device and allow her primary device to dry out overnight. On follow up with the patient on (B)(6) 2010, she stated, the cartridge chamber was completely dry. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.